Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had migrated. Scs lead migration was not confirmed through imaging. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility. There was no device malfunction that was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101852, UDI: (B)(4).